Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had issues with the mini med connect. Customer's blood glucose level was over 600 mg/dl. The customer treated her blood glucose level with a manual injection. The insulin pump was not communicating with the uploader. The device was not returned.